Event description:
It was reported to medtronic minimed that the customer said it goes to warm-up, but it suddenly says change sensor while still in warm-up. The customer reported a blood glucose value of 630 mg/dl, and the current blood glucose value was 464 mg/dl. The customer experienced hyperglycemia and was treated with a bolus from the pump. The customer reported an insulin flow blocked alarm. The event involved product(s) mmt-7841zn, mmt-342g, mmt-441ak, mmt-1884, and mmt-7040a. Troubleshooting was performed for the change sensor and the non-serialized product being replaced. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the insulin flow blocked alarm, and it's a current event. Troubleshooting was performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-7841zn was requested, and the customer's response was that the device would be returned. No product return is required for mmt-342g. No product return is required for mmt-441ak. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- as per additional information received customer no longer alleged loss of communication, so here event submitted under regulatory report 2032227-2025-227081 is not-reportable.

Manufacturer narrative:
Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform damage), and physical damage to the connector pins. Also, found contamination (dried blood debris) inside the female connector, and at the connector pins. In conclusion, unable to perform functional, rf/ble/downgrade/association/accuracy test, due to the contamination and the physical damage. The customer complaint of unexpected alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.